Event description:
It was reported that pump displayed malfunction alarm and could not be reset, with notable event occurring prior to issue and caller declining to share whether blood glucose exceeded safe range. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.